Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. It was not reported if the patient was hospitalized for this event. Treatment for this event was not reported. Action taken with therapy was not reported. It was not reported if the patient recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date was unknown; however, this event was reported to have occurred approximately three years ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.